Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia (which required repair). It is unknown if the patient¿s hernia was pre-existing prior to the start of pd therapy. Based on the available information, there is no objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Hernia is a well-documented complication in patients on pd therapy which can be associated with increased abdominal pressure from the dialysate during pd treatment. Therefore, it is possible the patient¿s hernia may be associated with cycler-assisted pd therapy. Furthermore, the patient¿s complaint of ongoing hernia pain may be associated with lifting heavy objects such as the liberty select cycler. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a call to technical services for assistance, a peritoneal dialysis (pd) patient reported having hernia pain when lifting heavy objects. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the had a hernia repair in (B)(6) 2018. The cause and onset of the patient¿s hernia is unknown and it could not be confirmed if the hernia predated the commencement of pd therapy. The pdrn stated that the patient managed their pain by adjusting fill volume during their daytime exchange and by taking over the counter acetaminophen and an extant prescription for oxycodone. The pdrn stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s). Additional information regarding the patient, event, and test results was requested, however, not provided by the facility.